Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. When the device was removed from the patient, it was found that the outerseal release button was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned. The universal seal was received for analysis and the sleeve and the obturator were not returned for analysis. We were unable to analyzed the device for insufflation issues without the sleeve. It could not be determine what may have cause the reported event. No conclusion could be reached as to how this damage occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.